Event description:
It was reported the customer received a blank display. Troubleshooting advised the customer to insert a new battery. It was also found the customer did not have any damage to their battery compartment. Customer's blood glucose was unknown. The customer was advised to disconnect from the insulin pump and revert to a back-up plan if the display does not return. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.